Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment worked to specifications. The testing was witnessed by a facility staff member.spacelabs is evaluating this reported event and will file a follow up report when our evaluation is concluded. Placeholder.

Manufacturer narrative:
Onsite testing by a spacelabs field service engineer (fse) confirmed the involved devices performed to specifications. The testing was witnessed by a facility staff member. The facility provided the patient retrospective database for review. The database was reviewed by a spacelabs lead software engineer. The database confirmed the presence of a nine beat episode of vtach at the reported time. There was no alarm in the database for this episode. The waveform data was replayed through a telemetry test system and tone markers were examined to determine which beats were detected at the time of the episode. Tone markers indicated that all beats in the episode had been detected. The beats were then examined for size, shape and orientation and classified as normal due to their similarity to the patient¿s normal morphology. For this reason, per the product¿s standard operation an alarm for vtach would not have been generated. There was no equipment malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 91347, receiver module model 90478 and central monitor model 91387-38 did not generate an alarm for an eight beat episode of ventricular tachycardia (vtach) on (B)(6) 2014 at 3:37 a.m. No one was injured as a result of this event.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm on ventricular tachycardia (vtach). No one was injured as result of this event.